Manufacturer narrative:
(B)(4): physio-control contacted the customer, a biomed, who advised that the broken defibrillation hard-paddles assembly was disposed of and that they had purchased replacement hard-paddles. The biomed also stated that the therapy connector on the device was replaced and after observing proper device operation through functional and performance testing the unit was placed back into service for use. Neither the device, nor the broken defibrillation hard-paddles assembly, have been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer, a biomed, contacted physio-control to report that a pin had broken off of their defibrillation hard-paddles assembly and become lodged in their device's therapy connector. This issue could prevent another set of defibrillation hard-paddles or a quik-combo therapy cable from being installed in the device and, as a result, defibrillation may not be possible. There was no patient use associated with the reported event.